Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was narrow, mildly tortuous and mildly calcified. Pre-dilatation was performed with an unspecified 2 x 12 mm balloon dilation catheter (bdc). A xience xpedition 4.0 x 18 mm was deployed to the lesion at 16 atmospheres. A distal edge dissection was noted and was covered with another xience xpedition. There was no reported clinically significant delay in the procedure. No additional information was provided.